Event description:
It was reported by service report that the brakes were not holding and the zoom cover was broken with sharp edges exposed. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: caster tires.